Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal due to pain. The screws were not able to be removed because they were buried in the bone. The bone was reshaped to relieve the pain. It was never confirmed that the screws were in fact synthes. Concomitant devices: unknown screwdriver (part# unknown; lot# unknown; quantity: 1). Unknown plates (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4). This complaint was created to capture the intra-op event while (B)(4) captures the post-op event.